Manufacturer narrative:
Block b3: exact date approximated, event occurred three months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. It was confirmed through xray that the patient's ipg had migrated. The patient underwent a procedure wherein the ipg was repositioned. The patient was doing well postoperatively.